Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had ¿like bad back spasms and stuff¿ going on and they were going to an appointment with their healthcare profession (hcp) on (B)(6) for neurosurgery. The patient indicated that they were looking for their manufacturing representative to be invited to the appointment because ¿some of this was dealing with the stimulator¿. The patient was to follow-up with their hcp office to have them invite their rep. The event date was not reported as the patient hung up before it could be asked. No further complications were reported/anticipated.